Manufacturer narrative:
No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the handle was pushed the system would lunge back instead of forward. They were not on a hill or hump, and it was a round an or bed. When the system is moved in reverse it moves fast.  There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to replicate the issue. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.